Event description:
It was reported during deployment the physician experienced a lot of resistance while trying to open the device in a loop vasculature and while re sheathing again for second time the stent (subject device) prolapsed into the aneurysm. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported during deployment the physician experienced a lot of resistance while trying to open the device in a loop vasculature and while re sheathing again for second time the stent (subject device) prolapsed into the aneurysm. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, the stent was returned having been deployed inside the hub of the microcatheter. On removal from the microcatheter, the stent opened but was deformed and tapered towards the proximal end with the braid wires pulled and significantly frayed. The braid wires in the middle of the were slightly compressed and the braid wires at the distal end were also slightly pulled and frayed. The sdw (stent delivery wire) was returned inside the introducer sheath. On removal of the sdw, the coil winds were stretched towards the proximal end of the petal and dried procedural fluid was present. The sdw also had a ripple of kinks/bends towards the distal end. The introducer sheath tip was damaged. A functional inspection was not available. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported ¿stent friction¿ could not confirmed as the stent was already deployed in the hub; however, the analysis results are consistent with the reported event. And the as reported 'stent deployed prematurely during use¿ was confirmed during analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that ¿as per physician during deployment he experienced a lot of resistance while trying to open the device in a loop vasculature and tried to re sheath for better wall opposition. While re sheathing again for second time the device prolapsed into the aneurysm¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device was xt-27. There was patient involvement. There were difficulties/resistance encountered while attempting to recapture the flow diverter stent into the catheter after a deployment attempt. There was resistance encountered during the deployment of the stent. There were difficulties in engaging the target vessel. Access was through femoral. An xt-27 microcatheter was used to advance the flow diverter. As per physician during deployment he experienced a lot of resistance while trying to open the device in a loop vasculature and tried to re sheath for better wall opposition. While re sheathing again for second time the device prolapsed into the aneurysm. The damage to the stent introducer sheath tip indicates it encountered a force during use. The stent was significantly deformed which most likely occurred while advancing it through the damaged introducer sheath tip and would have resulted in the distal end of the sdw becoming kinked/bent as it was trying to advance the stent through the damaged introducer sheath tip. In addition, it would not be possible to retract the stent back into the damaged introducer sheath tip. The stent would have subsequently become detached in the hub as force would have been applied attempting to retract it and the sdw coil winds would have become stretched during the attempt. It should be noted the stent is re-sheathable into the xt-27 microcatheter, but it cannot be pulled back into the introducer sheath because the sheath tip is not the same diameter as the xt-27 microcatheter hub and cannot give allowance for the stent to come back into the sheath. The stent can also catch on the sheath tip which may cause the stent to come off the resheath pad and deploy in the microcatheter. The instructions for use also warns ¿do not resheath the implant into the introducer sheath once transferred into the microcatheter as it may result in damage to the implant wires¿. An assignable cause of procedural factors will be assigned to the as reported ¿stent friction¿ and ¿stent deployed prematurely during use¿ and as analyzed ¿stent deployed prematurely during use¿, ¿stent failed/unable to open (when not implanted)¿, 'stent deformed¿, 'sdw deformed, 'sdw kinked/bent¿ and 'stent introducer sheath distal tip damaged' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Should any information become available in the future that could impact the current assessment decision, the complaint will be reopened and updated accordingly.

Event description:
It was reported during deployment the physician experienced a lot of resistance while trying to open the device in a loop vasculature and while re sheathing again for second time the stent (subject device) prolapsed into the aneurysm. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device was stryker catheter. There was patient involvement. There were difficulties/resistance encountered while attempting to recapture the flow diverter stent into the catheter after a deployment attempt. There was resistance encountered during the deployment of the stent. There were difficulties in engaging the target vessel. Access was through femoral. The microcatheter was used to advance the flow diverter. As per physician during deployment he experienced a lot of resistance while trying to open the device in a loop vasculature and tried to re sheath for better wall opposition. While re sheathing again for second time the device prolapsed into the aneurysm. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent friction¿ and ¿stent deployed prematurely during use¿.